Event description:
It was reported that during a review of records for this pacemaker that undersensing and functional undersensing was noted on the right atrial (ra) lead channel. Technical services (ts) recommended programming changes to reduce the undersensing. This pacemaker and ra lead remain in service. No adverse patient effects were reported.